Manufacturer narrative:
The device was explanted due to infection. Upon receipt, the device interrogation revealed the battery status eri (on (B)(6) 2013, the day of explant). The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. There was no indication of a device malfunction. The pacemaker was implanted for 68 months. The amount of charge taken from the battery was verified. The battery condition was found to be anticipated. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the pacemaker was fully functional. The battery status was anticipated.

Event description:
This patient was noted to have vegetation on the rv lead on (B)(6) 2012. This system was explanted due to infection on (B)(6) 2012. Should additional information be received, this file will be updated.